Event description:
It was reported that a catheter detachment occurred. A 100% stenosed target lesion was located in the moderately tortous and moderately calcified superficial femoral artery. A guidezilla ii guide extension catheter was selected for use. During the procedure, it was noted that the guidezilla was caught on the protrusion of a non bsc device and stopped moving even though it was pushed and pulled. Furthermore, after the device was removed from the patient's body, it was noted that the guidezilla separated. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that a catheter detachment occurred. A 100% stenosed target lesion was located in the moderately tortous and moderately calcified superficial femoral artery. A guidezilla ii guide extension catheter was selected for use. During the procedure, it was noted that the guidezilla was caught on the protrusion of a non bsc device and stopped moving even though it was pushed and pulled. Furthermore, after the device was removed from the patient's body, it was noted that the guidezilla separated. The procedure was completed with a different device. No patient complications were reported. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a 6f long guidezilla 2 guide extension catheter and a non-bsc 6.0mm x 40 mm peripheral balloon catheter. The balloon catheter was received inside the guidezilla distal shaft, with the balloon folded and outside of the tip (distal to) of the guidezilla. The outer diameter (od) of the balloon was measured (with a calibrated micrometer) to be .071. The balloon catheter was removed from the guidezilla shaft during the lab analysis, and it took some effort as the balloon was a very tight fit. The devices were bloody. The hypotube, collar, distal shaft and tip were microscopically and visually inspected. Inspection revealed a kink in the hypotube located 25 cm from the strain relief, a complete separation at the distal end of the collar/shaft area, and collar damage (collar bent/shaft and metal partially separating/stretching). The tip of the guidezilla was measured with a calibrated pin gage and was found to meet the guidezilla specification. The damage to the device is consistent with the reported information. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.